Event description:
I've been having blurred vision, migraines, slurred speech coming and going, most recently I had anxiety attacks which I never had before that felt like my heart was going to explode out of my chest, followed by tremors. Some time later I go to the dentist for a toothache, new dentist and he explains to me the dangers of amalgam and how it contains mercury which I known is one of the most toxic substances to humans, and I never knew it was in my mouth, slowly poisoning me. I had one removed a year ago and that's when I started to have tremors and night sweats, I would go to the doctor and they send me home saying every thing is fine. I finally found out what it is, I took a urine test and found high levels of mercury in my system. How are you still allowing amalgam to be on the market? And only to (B)(6) patients, prisoners and government employees still receive amalgam fillings, and aren't told about the dangers? I need help. I need 'emeramed', it has no side effect and you guys won't allow me to get it and the only treatment available comes with risky side effects. You have created a mad house in which you can collect all the money while we're slowly crippled mentally, withhold legitimate cures and monopolize "treatments" that only manage the symptoms never curing them. Your organization is the face of evil and everything that's wrong with this country. My dad has amalgam fillings , he's had multiple heart attacks. My mom had amalgams , she has fibromyalgia and both of my parents don't smoke or drink and doctors can't tell them how they got sick but never checked for mercury? Please if you are reading this and care about the american people, look into this, look at the endless complaints; look at the history of mercury, look at all the failed class action lawsuits of people crying out for help and getting stepped on. Contact me for urine samples. FDA safety report ID # (B)(4).